Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.